Event description:
It was reported that the patient underwent an appendectomy on an unknown date and suture was used. The suture broke in tobacco stitch and the procedure ended with temporary ileostomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).